Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing with the occlusion tester, downloading the event history logs (ehl), and an accuracy test that field, the pump was found to have a damaged downstream occlusion (dso) seal, scratched lens, damaged battery compartment and remote dose connector, and defective expulsor. Ehl showed many "high alarm cleared: downstream occlusion" messages, that indicated defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and sensor, battery compartment, lens, remote dose connector, and the expulsor would be sanded by the manufacturer representative.

Event description:
It was reported that the device was for repair. There was unknown patient involvement.